Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (service code 204) has been confirmed. Upon investigation the monitor was unable to properly communicate with an electrode belt. The cause for the failure was isolated to a defective u612 inverting charge pump on the computer/analog pca and a damaged monitor-electrode belt receptacle. The receptacle was broken free from the monitor case, damaging wires in the connector. The damaged receptacle caused the damage to the u612 charge pump. The root cause for the damaged connector was physical abuse. No adverse event resulted from the defective monitor.

Event description:
A us distributor returned a patient's monitor and reported that it was displaying a service code 204 (belt/monitor unusable).